Event description:
It was reported that the patient complained of discomfort and throbbing under her left breast area. It was determined that it was diaphragmatic stimulation. The device was programmed to higher ouputs and the patient stated she felt better. On (B)(6) 2012 the patient met with another physician and continued to experience the discomfort under her left breast. It was suggested that the lead be extracted at that time but the patient elected not to. On (B)(6) 2014 the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.